Manufacturer narrative:
Investigation is ongoing. Hamilton medical ag complaint number: cer (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only field d4 was updated with full UDI information. Updated fields.

Event description:
Hamilton medical ag received the following incident description: we purchased a batch of 15 hamilton g5 ventilators over three years ago. Within the past six months the alarm lamp board (p/n 159272) failed in eight (8) of the fifteen 15 ventilators, which is a 53% failure rate. This failure is resulting in no visual (led) display (red or yellow) when there is an alarm condition. These failures were discovered while our biomedical technician was performing routine preventative maintenance.

Manufacturer narrative:
Investigation is ongoing.

Event description:
Hamilton medical ag received the following incident description: we purchased a batch of 15 hamilton g5 ventilators over three years ago. Within the past six months the alarm lamp board (p/n 159272) failed in eight (8) of the fifteen 15 ventilators, which is a 53% failure rate. This failure is resulting in no visual (led) display (red or yellow) when there is an alarm condition. These failures were discovered while our biomedical technician was performing routine preventative maintenance.

Manufacturer narrative:
Investigation is ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only field d4 was updated with full UDI information. Updated fields. Additional information added in follow-up #2 (B)(4). Field b4, g6, h2, h3, h6 and h11 updated. The issue was discovered during service maintenance with no patient involved. Consequently, the event did not cause or contributed to a death or serious injury. The most probable root cause of the led failures was chemical corrosion due to the gas permeability. The partner service technician replaced the alarm lamp board pn 159272 to solve the issue and performed the complete service software. The ventilator was then released for use on the patient. The issue is considered a reportable event because it could potentially impact the patient safety during ventilation since medical personnel may not be visually alerted as intended/needed (however audible alarms are working).

Event description:
Hamilton medical ag received the following incident description: we purchased a batch of 15 hamilton g5 ventilators over three years ago. Within the past six months the alarm lamp board (p/n 159272) failed in eight (8) of the fifteen 15 ventilators, which is a 53% failure rate. This failure is resulting in no visual (led) display (red or yellow) when there is an alarm condition. These failures were discovered while our biomedical technician was performing routine preventative maintenance.